Manufacturer narrative:
The repair inspection confirmed the customer reported issue, the image is blurry/foggy due to broken and displaced meniscus lens. The inspection also noted the eyepiece funnel is worn, the label/model ring is faded/worn and cannot be identified and the rigid outer tube is bent. The device has not been repaired in the past year. The device history records (DHR) was performed for the affected lot number without showing any non-conformities or deviations regarding the described issues. The device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the investigation results, the blurry image, damaged worn eyepiece and bent outer tube are most likely attributed to the user, more specifically from the use of excessive force. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device.

Event description:
Olympus (osh) was informed that the customer rigid autoclavable telescope was returned to the olympus repair center for a blurry image. The customer reported problem was found during inspection before use. No procedure involved and no patient or other impacted. The repair inspection identified the meniscus lens is broken and displaced. This report is being submitted to capture the broken component defect, broken and displaced meniscus lens.